Event description:
Customer reported being hospitalized for the last five days with high blood glucose levels. Customer reported being sick and vomiting due to high blood glucose levels several days before the call. Customer reported going to the emergency room with a blood glucose level of 400 mg/dl. Customer was not admitted at that time, but was treated. Blood glucose level was 367 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The device functioned properly and all the buttons were functioning properly. No keypad anomaly was noted. The unit rewound properly during testing. The device was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, and cracked battery tube threads.